Event description:
During recertification at zoll medical technical service, the device displayed "defib fault 3", "defib fault 108" and "pacer fault 117" messages. There was no patient involvement in the reported malfunction.